Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A film-like foreign matter was attached to the device that could not be removed by flushing or brushing. The foreign material was unable to be identified. It is likely that due to physical damage to the device, the foreign material was not removed even after proper reprocessing was performed. There was no inappropriateness in the reprocessing method of the device by the user. There was physical damage (tear, scratch) on the inner wall of the forceps channel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a film like product that cannot be flushed or brushed out that was identified with a borescope. The potential adverse event issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the following: inspected channel with borescope, slow leak from auxiliary water channel, sharp chip on edge, missing glue around nozzle, glue cracking and deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.